Event description:
The customer received questionable ion selective electrode (ise) results and provided data for two patient samples. Of the data provided, only the results for one patient sample were discrepant and reported outside the laboratory. The initial sodium result was 156 mmol/l, potassium result was 5.1 mmol/l and chloride result was 116.1 mmol/l. The sample was repeated on another cobas c501 analyzer. The repeat sodium result was 139 mmol/l, potassium result was 4.5 mmol/l and chloride result was 103.2 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found corrosion in the ise cage under the electrodes. He removed, cleaned and reinstalled the electrode cage. He ran an ise check, calibration and qc which were all within specifications.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided data, a mis sampling of the patient sample was suspected to have occurred. This mis-sampling could have been caused by contamination of the outer surface of the probe due to preanalytical sample handling issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.